Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarms. Customer's blood glucose value was 8mmol/l. Customer was assisted in performing auto test and pump did not pass. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime or seating, basic occlusion, occlusion, force sensor and displacement test. No pump error 68 alarm or pump error 49 alarm noted. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. However, pump error 63 alarm confirmed in the pump history due broken trace on keypad assembly. Pump error 25 due to connector resistance issue.